Event description:
The customer alleged that he performed a control test and received a result of 180 mg/dl. The customer was not able to provide a normal control range, but for the breeze2 reagent, it should be around 90-123 mg/dl. No adverse events were alleged. The customer ended the call before any additional info could be obtained. Customer service attempted to contact the customer after the initial call, but there was no answer. No product will be returned.

Manufacturer narrative:
The customer ended the call before his meter info and contact info could be obtained. Without the meter info, it's not possible to determine the MFR date.